Event description:
The pt underwent a coil embolization to treat a sacular aneurysm of the (a-com) anterior communicating artery with a height of 3.4mm, width 4mm, length 4mm, and a neck of 1.8mm. During procedure, the coil was stretched. No neck remodeling was utilized. A prowler select lp-es (mc) microcatheter was utilized for the procedure (lot/catalog unk). An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use, and the shaping mandrel was utilized. There was no resistance between the (gw) guidewire and the mc when accessing the target site or any time during advancement of the coil through the mc. Prior to this coil, other coils went through the same mc without resistance. No kinks were noted in the mc that may have contributed to the event. The resistance occurred when the coil was advanced, repositioned, or withdrawn. After stretching was noted, the coil was withdrawn back into the mc without difficulty, and the final outcome, was that the entire coil was removed, by pulling back the coil. There was no flow restriction/reduction as a result of the event. There was no adverse outcome to the pt as a result of the event.

Manufacturer narrative:
The product is expected, but to date it has not been received for analysis. Additional info will be submitted within 30 days of receipt.